Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the power module device ran in locked position, had an unintended activation/motion and would not run. It was further observed that the device would not charge, had component damage, and the service light-emitting diode (led) was on. It was further determined that the device failed pretest for saw test, function test, check in ¿off/lock¿ mode with handpiece, check for unintended motion with handpiece, check device interaction ¿ power module to handpiece and lid, charging and checking of power module in charger ubc ii and information button and self-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.